Event description:
A report was received that the pt's ipg was explanted due to infection at the pocket site. The leads were left in placed and the pt will be re-implanted once the infection clears. The pt's infection symptoms were drainage at the ipg pocket site. A culture was taken but results were not released to bsn. The pt was prescribed oral antibiotics and is reportedly doing well.

Manufacturer narrative:
The explanted ipg was kept by the medical facility and will not be returned for evaluation.